Event description:
Hill-rom technical service received a report from the account stating the beds nurse call is not working. The bed was located at the account on the fourth floor. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical service found the communication cables could be possibly shorting out. Technical service recommended swapping the communication cables and checking across pins with an ohm meter. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. Hill-rom technical service has made three attempts regarding a resolution to this contact line, with no response. Based on this info, no further action is required.